Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the bile duct to treat bile duct stenosis during a biliary stent placement procedure performed on (B)(6) 2024. During the procedure, there was an attempt to deploy the stent; however, significant resistance from the guide catheter made the deployment challenging and resulted in damage to the guide catheter. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent, was used in the bile duct to treat stenosis during a biliary stent placement procedure performed on (B)(6) 2024. During the procedure, there was an attempt to deploy the stent; however, significant resistance from the guide catheter made the deployment challenging and resulted in damage to the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a flexima plus biliary stent was received for analysis. Visual inspection found the guide catheter broken, the push catheter bent, the push catheter suture hole torn, and the stent barb deformed. No other problems were noted with the device. Product analysis confirmed the reported events of catheter-guide break and stent failure to deploy. The investigation concluded that the reported and observed events could have happened as a result of difficulties when trying to deploy the stent, if the device had pressure when trying to deploy the stent, possibly due to the physician technique, it is most likely that the device could not deploy the stent and damage the push catheter suture hole by the pressure that the suture was adding to the suture hole. It is also a possibility that the pressure applied to deploy the stent caused the push catheter to bend. Furthermore, the force applied to deploy the stent was most likely the cause of the guide catheter being detached. Lastly, the stent barb could have been deformed when the device was taken out of the scope since the deployment failed during the procedure. It could also have been hit against an internal part of the scope when it was being placed to start the procedure. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure.